Event description:
It was reported that during a breast biopsy, the biopsy instrument was cocked but allegedly there was a space at the window and the sampling was impossible. The user used several units from the same lot with the same problem. Only one used unit was kept. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. One complaint sample and one lot sample were returned for evaluation. Sample #1 (lot sample): the device was visually inspected and no apparent anomaly was noted. The stylet moved freely within the cannula. It was possible to move the stylet back and forth within the hub. The movement of the lot sample stylet was not enough to expose the sample notch. The needle was placed in a magnum reuseable biopsy instrument and there was no gap at the sample notch. Several measurement were taken and it was noticed that the vl was within the specifications, however, the stylet was loose. The result of evaluation #1 is confirmed. Sample #2 (complaint sample): the device was visually inspected and no apparent anomaly was noted. The stylet moved freely within the cannula. It was possible to move the stylet back and forth within the hub. The needle was placed in a magnum reuseable biopsy instrument and there was no gap at the sample notch. Several measurement were taken and it was determined that the vl dimension exceeded the upper limit, which would give the appearance of a longer stylet. The result of evaluation #2 is confirmed. Based on the information available, the DHR review and the sample evaluations, the definitive root cause is unknown.